Manufacturer narrative:
Initial reporter facility name: (B)(6) the actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed with no issues or blockages noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) clearlink intravenous (IV) access valves were unable to prime. There was no flow through the device during priming prior to patient use. There was no patient involvement. No additional information is available.